Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead exhibited oversensing of the patient's atrial fibrillation (af), resulting in ventricular fibrillation (vf) events. No pacing inhibition was observed. A surgical revision was performed and the lead was surgically abandoned and replaced. No additional adverse patient effects were reported.